Event description:
It was reported by service report that the footboard did not indicate that the brake is on. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Footboard connector.